Event description:
On wednesday, 23 july 1997, info was received by the innerdyne, inc. Regulatory affairs dept general mgr, regarding one (1) incident. The episode occurred at medical center, during a surgical procedure under the direction of dr. On 2 july 1997. During the procedure, a reposable step radially expanding dilation access was placed without incident. An incorrect size dilator was placed within the cannula, for introduction through the sleeve. The distal of the cannula barrel fractured and shattered. Successful retrieval of the fragments was accomplished by the attending surgeon, and no pt injury is reported. The pt is believed to have recovered from the scheduled procedure and is doing fine. The reported event is described as a user and procedural related episode. The damaged cannula barrel was returned to innerdyne, inc., for eval which has been completed. The retrieved barrel fragments were retained by the medical institution.